Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, lower than expected vitros sodium (na+) result was obtained from a single non-vitros biorad level 3 quality control fluid on a vitros 350 chemistry system. Biorad lot: 45980 level 3 result of 75 mmol/l vs. The baseline mean result of 164.5 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer provided an example of a single patient sample that was affected, however, the magnitude of the bias for the patient result did not meet the criteria for a potential health and safety reportable event. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros sodium (na+) result was obtained from a single non-vitros biorad level 3 quality control fluid on a vitros 350 chemistry system. The assignable cause of the event is instrument related. Vitros na+ within-run precision testing performed prior to service showed poor rep-to-rep reproducibility which was significantly greater than the ortho-established delta values for the na+ assay. While onsite, an ortho field engineer (fe) cleaned excess salt buildup on the electrometer eject shuttle and performed multiple adjustments to optimize microslide movement through the pm subsystem. Acceptable na+ within-run precision results were obtained after the fe performed the aforementioned service interventions to the vitros 350 chemistry system.